Manufacturer narrative:
(B)(4). The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported as the customer was preparing to load the manufacturers device onto the wire (another manufacturer's device) for a second run when they noticed the tip of the catheter had come off. The device was removed from the table before it went into the patient. Visual and microscopic inspection were performed on the returned device. The tip of the device was broken off and not returned with the device. Stretching was observed at the site of the tip separation. Scratches were present at the scanner body and expanded single lumen (esl), portions of the esl appeared to be missing. The probable cause of the reported tip separation is damage in use, likely from an excessive pulling force, as evidenced by the stretching observed at the separation site. The probable cause of the observed damaged esl is damage in use, as evidenced by the scratches present at the scanner body and esl. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because of tip separation and esl missing from the device. There is a potential for harm if the malfunction were to recur.